Event description:
A customer reported a power source alert with their device. The event did not cause the customer's blood glucose level to exceed 500 mg/dl, with no adverse impact reported. The customer resolved the issue by using a tandem charging cable and wall adapter, successfully getting the pump to begin charging, and no further assistance was required.